Manufacturer narrative:
Additional information received ; it was reported that either a type ii or a type iii (pinhole) leak has occurred in the patient. No additional sequelae were reported and the patient will be monitored. It was reported that an abdominal operation was performed to cover the pinhole leak that was observed from the third stent stitching from the bottom of the contralateral limb of the main body. The physician thought that the cause of the aneurysm diameter increase was due to the pinhole leak and lumbar artery. The patient is stable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film review summary: the exact cause of the reported proximal type I endoleak and aneurysm enlargement could not be determined from the films provided. The anatomy at implant is unknown, and the films at implant were not available for review and comparison. Films returned from 1 year post-implant revealed that the bifurcate was positioned just below the renal arteries within the angulated neck. The bifurcate proximal od measured ~27mm, and ~30mm lower near the bottom of the neck the stent graft diameter narrowed to ~22mm and was acutely angulated ~60 deg. At the bifurcate narrowing along the inner curvature near covered stent ring #3, the acute angulation measured ~90 deg. No clear endoleak or any other issues were observed from the CT¿s provided. A possible cause of the reported proximal type I endoleak may have been due to the angulated neck, or possibly from stent graft oversizing of the 32mm bifurcate implanted within the narrowed <(><<)>(><(>&<)><(><<)>)> angulated distal neck region with a potential for stent graft malposition within the aortic wall. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary; the cause of the aaa expansion could not be determined from the returned video. The cause and source of the blood leakage observed from near the flow divider could not be determined; no clear stent graft integrity issues were observed. The potential source of the blood appeared most likely to have been from 1 or more of the suture holes attaching the proximal apices of the stent ring to the fabric, which is a location with the highest density of suture holes. The location of the observed blood leakage was in proximity to the proximal stents of the underlying contra limb; therefore, it is possible that there was a fabric tear in the bifurcate caused by abrasion from the contra limb stent. It is also possible that the source of the aaa expansion was from a section of the stent graft that was not seen in the video or during the open surgery. While is it possible that the observed blood leak coming from the stent graft may have contributed to the aaa expansion, this leakage may not have occurred ¿in-vivo¿ since the leak was exposed after nearly complete removal of the tissue/thrombus which was attached to the outside of the stent graft. No type iii fabric endoleak was reported in this location; therefore, this observed blood leakage does not necessarily conclude that there was any associated clinical event (e.g. Endoleak) in-vivo. The tissue attached to the stent graft would have likely ¿sealed¿ any small pin-holes in the fabric, and manipulation of the stent graft during this open surgery also may have disturbed the in-vivo ¿seal¿ surrounding the stent graft. In addition, this blood seepage may have been exacerbated by thinning blood potentially due to the patient¿s heparinization. It is likely that the reported type ii endoleak and the earlier reported proximal type I endoleak may have also contributed to the increased diameter of the aaa. The exact cause of the reported proximal type I endoleak and aneurysm enlargement could not be determined from the films provided. The anatomy at implant is unknown, and the films at implant were not available for review and comparison. Films returned from 1 year post-implant revealed that the bifurcate was positioned just below the renal arteries within the angulated neck. The bifurcate proximal od measured ~27mm, and ~30mm lower near the bottom of the neck the stent graft diameter narrowed to ~22mm and was acutely angulated ~60 deg. At the bifurcate narrowing along the inner curvature near covered stent ring #3, the acute angulation measured ~90 deg. No clear endoleak or any other issues were observed from the CT¿s provided. A possible cause of the reported proximal type I endoleak may have been due to the angulated neck, or possibly from stent graft oversizing of the 32mm bifurcate implanted within the narrowed & angulated distal neck region with a potential for stent graft malposition within the aortic wall. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received - on follow up exam for this patient it was noted that an obvious type ia endoleak could not be determined via angiogram. A type ii endoleak was suspected however and a cuff was implanted proximally which resolved the endoleak. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Currently the aortic neck is 23.6 mm in diameter at the aortic neck, 28 mm in length with 116-degree angulation. It was reported that the patient returned for a follow up. The follow up CT exam revealed that there was a proximal type I endoleak and the aneurysm had enlarged to 74 mm in diameter. It is planned that a cuff will be implanted to resolve the endoleak. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient will be monitored by the physician.